Event description:
It was reported that the patient presented in the hospital with near syncope due to right ventricular (rv) lead oversensing. The rv lead sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5386, st jude ipg, implanted: (B)(6) 2005. (B)(4).